Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: lot jjap - manufacturing date 30/jul/2019 - not returned. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per additional correspondence with the rep, the device was not used at a difficult angle, excess forces were not applied on the device, device has been used about 15 times for 3 months, patient's bone quality was reported to be 'standard'. Since the device was not returned, an exact cause of the reported event cannot be determined. It is possible that patient anatomy played a factor during surgery. Shallow trajectories can have challenges as patient anatomy can make it difficult for the inserter to be coaxial with the screw, preventing proper alignment for disengagement. Lot kdjr - visual inspection: no deformities or abnormalities were observed upon receipt. Functional inspection: we were able to replicate the jamming during functional testing when the inserter was disengaged at an angle. However, if the inserter is backed out a half a turn and if the inserter tip is coaxial with the screw hexalobe, then the inserter can be disengaged. Complaint history records were reviewed for this lot, and no similar complaints were identified. It is possible that patient anatomy played a factor during surgery. Shallow trajectories can have challenges as patient anatomy can make it difficult for the inserter to be coaxial with the screw, preventing proper alignment for disengagement. However, as we were unable to replicate the failure consistently during functional testing, the root cause could not be determined conclusively. Torsional forces can allow the inserter to bind to the screw during insertion. To lessen the torsional pressure, the inserter should be backed out a half a turn. Subsequently, the user should ensure that the inserter tip is coaxial with the screw hexalobe in order to disengage the inserter.

Event description:
This report summarizes two malfunction events where the tips of yukon oct screw inserter jammed intra-operatively. Surgeries were successfully completed; one procedure experienced a 20 second delay. No adverse consequences or medical intervention were reported.

Event description:
This report summarizes two malfunction events where the tips of yukon oct screw inserter jammed intra-operatively. Surgeries were successfully completed; one procedure experienced a 20 second delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: lot kdjr - received 9/sep/2021, lot jjap. One (1) of the two (2) devices have been returned for analysis. A supplemental vmsr will be submitted upon completion of the investigations.